Event description:
Per the physician, the complaint of the increased seizures was a patient complaint, and after interrogating the vns everything was found to be normal. The physician stated that an assessment on the cause of the increased seizures was not required because the event was not occurring. The physician also noted that the patient's family is inconsistent with patient history and non-compliant wit patient appointments. Thus, the physician does not believe that the patient is having an increase in seizures. No additional relevant information has been received to date.

Event description:
It was reported that the patient experienced an increase in seizures and was referred for generator replacement. Information was received indicating that the prophylactic generator replacement was completed. The explanted generator was discarded per hospital policy. No additional relevant information has been received to date.